Manufacturer narrative:
Initial reporter was the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was unknown. It was reported the pump was replaced because it was defective. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had an alarm going off about 3 months before finding out it was coming from the pump that was not working at all. It was further noted as the beginning of (B)(6) 2018. The patient mentioned they were never told what the alarm sounded like. It was noted the patient weighted (B)(6) and was on a diet losing about a pound every day. The patient had their pump refilled by a home infusion company and they confirmed the pump was not working. The patient called their healthcare provider's (hcp) office and was seen the next day. The patient's blood pressure was going high and low. It was noted the replacement of the device resolved the issue with the pump but the patient had a heart attack and still had trouble with blood pressure for a while. The device was sent to the manufacture and the patient never heard from them. It was noted the pump just stopped working, the battery still had 16 months on it but it stopped working and needed to be changed.